Event description:
It was reported that the patient experienced a small epileptic crisis during the implant procedure after the implant of the first lead. The procedure was delayed and the patient underwent the implant of the second lead sever days later. The proceudre was completed and the patient is doing well post-operatively.

Event description:
It was reported that the patient experienced a small epileptic crisis during the microelectrode recording of the implant procedure after the implant of the lead on the left side. Per the physician assessment the event was not device related but may have been due to the procedure itself. The procedure was delayed, and the patient underwent the implant of the right side lead several days later. The procedure was completed, and the patient is doing well post-operatively.